Event description:
It was reported that implanted pump would flow appropriately at times and at other times would not. The pt experienced withdrawals and poor pain control. "Milogram" was performed and the catheter appeared patent. The pump was explanted and replaced.